Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately calcified vessel in the forearm. A 5.0 mm x 40 mm x 40 cm sterling balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured and contrast media inside the vessel was found to be leaking from the balloon after the pressure was increased. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling otw balloon catheter. The balloon was loosely folded with blood in the balloon and shaft. Analysis of the tip, markerband, balloon, and inner/outer shaft included microscopic and visual inspection. Inspection revealed a perforation in the outer and inner shaft located 15.8cm form the tip. The perforation appeared like a jagged cut to both shafts. Inspection of the rest of the device found no other damage or defects. A syringe (filled with water) was attached to the hub of the balloon catheter, and positive pressure was applied. The balloon was inflated to rated burst pressure and the balloon was found to leak from the shaft, hub, and tip. The device could not hold pressure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately calcified vessel in the forearm. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured and contrast media inside the vessel was found to be leaking from the balloon after the pressure was increased. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.